Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The expiry date (12/31/2099) was reported in error. The device involved was an instrument and does not have an expiry date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that device was cracked at insertion point. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4). Device property of: none. Device in possession of :none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, rep reported to warehouse post-op. Insertion point cracked during impaction. Did not affect surgery. Cracked portion chipped off in decontam and discarded. Remaining of effected part is available for return. The product was not returned to depuy synthes, however photo was provided for review. (B)(4). The photo investigation revealed that device 620510103, concave impactor tip was cracked and broken impactor tip near and around the threaded region of the impactor where the impactor handle assembles. The radel concave impactor tip fractured through the threads at interface of the distal flat where the mating metal impaction handle threads into. The location of the fracture in combination with observed thread damage and crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 620510103, concave impactor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, rep reported to warehouse post-op. Insertion point cracked during impaction. Did not affect surgery. Cracked portion chipped off in decontam and discarded. Remaining of effected part is available for return. The product was not returned to depuy synthes, however photo was provided for review. See attachment (B)(4). The photo investigation revealed that device 620510103, concave impactor tip was cracked and broken impactor tip near and around the threaded region of the impactor where the impactor handle assembles. The radel concave impactor tip fractured through the threads at interface of the distal flat where the mating metal impaction handle threads into. The location of the fracture in combination with observed thread damage and crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 620510103, concave impactor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.